Event description:
It was reported that this right ventricular (rv) lead was dislodged causing low rv sensing and high capture threshold. Dislodgement was confirmed via chest x-ray. Patient suffered discomfort/pain and anxiety. Lead was repositioned and remains in service. No additional adverse patient effects were reported.